Event description:
It was reported by a non medical professional that the patient underwent an anterior lumbar interbody fusion at l4-5 and l5-s1 using bmp-2/acs on (B)(6) 2004. Post-operatively, patient was diagnosed with osteolysis and case migration. As a result, patient has required extensive medical treatment, including having to undergo an additional surgery in 2004.

Event description:
It was reported that on (B)(6) 2004, patient underwent following procedure: bilateral revision laminectomy, facetectomy and foraminotomy l1 bilateral revision laminectomy, facetectomy and foraminotomy l2 bilateral laminectomy, facetectomy and foraminotomy l3 bilateral laminectomy, facetectomy and foraminotomy l4 bilateral laminectomy, facetectomy and foraminotomy l5 removal of posterior segmental spinal instrumentation t3-l2 exploration of posterolateral fusion 2-l2 bilateral posterior osteotomy of the l2 vertebrae bilateral posterior osteotomy of the l3 vertebrae posterior segmenatal spinal instrumentation utilizing pedicle screws/rod construct t2 to l5 bilateral posterolateral intratransverse fusion of l1-2 utilizing autogenous bone supplemented with dbx demineralized bone matrix bilateral posterolateral intratransverse fusion of l2-3 utilizing autogenous bone supplemented with dbx demineralized bone matrix bilateral posterolateral intratransverse fusion of l3-4 utilizing autogenous bone supplemented with dbx demineralized bone matrix bilateral posterolateral intratransverse fusion of l4-5 utilizing autogenous bone supplemented with dbx demineralized bone matrix harvesting of local autograft for arthrodesis pre-op and post-op diagnosis: status posterolateral arthrodesis segmental instrumentation t2 o l2 post laminectomy syndrome central and subarticular stenosis l1-2, l2-3, l3-4, l4-5 acquired lumbar instability with kyphosis defromity. Indications: the patient with progressive lumbar kyphotic deformity and cauda equina syndrome. This had resulted in disabling back and lower extremity pain and neurological deficit. No complications were reported during the procedure

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.